Manufacturer narrative:
(B)(4).

Event description:
Additional information from healthcare provider reports it was unknown if there was a fifty percent or greater symptom reduction. The cause of the event was not determined and it was unknown if device related. Reprogramming was needed. The patient was changed to program 2 on (B)(6) 2015. The patient experience a loss of therapeutic effect and it was reported as sudden. The patient outcome was unknown. The patient was doing well at last visit, but had not been seen again since last office visit. Prior to reprogramming the patient reports two accidents with diarrhea type stool. Overall control much better. Sleeping 6 to 7 hours a night without interruption.

Event description:
It was reported that the patient woke up the morning of reported event date with diarrhea. She reports a loss of therapeutic effect. This issue began last night. She had been having good symptom relief with urine and fecal until last night. The patient was asked if she feels stimulation currently and she states no. She was on program 3 at 1.9 volts. Patient services walked caller through turning stimulation up/changing programs. The patient was feeling stimulation in the left side of the rectum and when the doctor turned it on right after implant she felt it in the vaginal area. She hadn¿t felt it there since that first day. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rzsd, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).